Event description:
End user reports ulcer developing under skin barrier.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user confirmed that product lot number unavailable and irretrievable. The end user reports she has been using this wafer for one and one half years. The end user reported that she is using stomahesive powder; aquacel hydrofiber and thin duoderm to cover ulcer prior to placing her skin barrier. She further informed that she has developed a peristomal hernia. She informed that she is not wearing a hernia support belt, but does own one. The end user was advised to stop using convexity and replace with a flat skin barrier using eakin cohesive seal. She was further advised to wear a hernia support belt. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.